Event description:
It was reported that, during tka surgery, the gii ps hi flex isrt sz 3-4 13 would not seat into tibia tray after multiple attempts, a back-up insert was opened and would not seat as well. A third insert was opened and finally seated. Surgeon has had multiple instances of this occurring with ps high flexion inserts, and is dis-satisfied. The procedure was resumed, after a significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal reference number: case (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed scratches and gouges in the surface of the device. The visual also reveals the device has damage along the base, more than likely from attempted insertion. This inspection was conducted using a magnifying glass. A dimensional evaluation performed on the device revealed could not confirm or explain the stated failure mode. The dimensional evaluation revealed that the device has damage that appears to be from attempted use and has the potential to cause an event during attempted mating to the tibial base as described in the complaint. The damage/deformation of several features would not allow for accurate measurement. All measurable critical features that could be measured were within specification. The dimensional inspection of the returned device did not indicate the product was defective at the time of shipment from the manufacturing site. These devices are subjected to multiple visual and dimensional inspection during processing, and this type of damage has a high likelihood of detection during these inspections. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: reports 1020279-2024-00578 ocurred during the same surgery. Event was completed using third s+n insert back-up device.